Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 948.6 mcg/day) via an implanted pump. It was reported that about a month ago the patient experienced withdrawal symptoms at 6 o¿clock in the morning. The patient¿s spouse called the hcp and they believed it was withdrawal. The patient had diaphoresis, increased pain, and was clammy. Yesterday, ((B)(6) 2020) at the pump refill, when the hcp removed the drug, it was "a very weird color and had floaties in it¿. They were expecting 2.7 ml and got back 4 ml. The hcp also mentioned that the patient¿s pump was "kind of flexible in her pocket¿.